Event description:
Patient was switched from her prescribed contact lenses to hubble contact lenses without a prescription or verification. Patient presented and stated that contact lenses were uncomfortable and she stopped wearing them. Exam with biomicroscope had a finding of 360 degrees of corneal neovascularization in both eyes. She was instructed to leave all contacts out for 2 weeks and was eventually refit to a FDA approved lens with higher oxygen transmission.